Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a revision primary surgery of right knee of patient due to instability. Surgeon replaced insert.

Manufacturer narrative:
An event regarding crack/fracture involving a scorpio insert was reported. The event was confirmed.

Event description:
Sales rep reported a revision primary surgery of right knee of patient due to instability. Surgeon replaced insert.